Event description:
Raytec was noted to be soiled upon opening of a burn pack. A reddish-brown material, approximately 2.5 in x 2.5 in size was noted dried on raytec. The bundle of raytec was at the bottom of the burn pack. No other foreign material was noted. This was observed before the start of the case. The burn pack was sequestered and taken to the clinical care coordinator.product: barcode burn pack, srigf1055k, exp 06/01/2012, mfg date 10/18/2011, order # 047274.